Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7001975, medical device expiration date: 12/31/2021, device manufacture date: 01/19/2017, medical device lot #: 7001978 , medical device expiration date: 12/31/2021, device manufacture date: 02/15/2017, medical device lot #: 7060631, medical device expiration date: 02/28/2022, device manufacture date: 04/29/2017. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cytostasis medication leaked from a bd plastipak¿ 3ml syringe luer-lok¿ during use. No injury or medical intervention.

Manufacturer narrative:
DHR review for (p/n 309658) batch 7001978, 7001975, 7060631. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: three sealed 3ml syringes were received by bd canaan and confirmed to be from three different batches: #7001978, 7001975 and 7060631 (p/n 309658). No defects were observed in these samples. One loose 3ml syringe in a sealed sample bag was received by bd canaan and reported to be from batch #7001978 or 7001975 or 7060631 (p/n 309658). The sample was visually evaluated. The sample was used with handwritten notes warning of cytostatics. The visual evaluation was therefore performed through the sample bag. The syringe had blue capped needle attached, a blue glove, and liquid residue was observed in and around the sample. What appeared to be a crack was observed running lengthwise on the barrel wall, however, it could not be physically confirmed due to the used nature of the sample. Investigation could not proceed further without the ability to better evaluate the defect. Root cause: undetermined - based on the investigation results to date, the source of fm could not be determined and root cause not found. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure.